Event description:
It was further reported, no anti-fog agent was applied to scope lens. No chemicals were used during the procedure that could adhere to the scope, however the facility uses lubrication that goes on the tip of the scope after the distal cap has been put on. After the distal cover was attached to the scope prior to the procedure, the distal cover was pulled/ twisted to make sure it does not come off. The scope and the distal cover was inspected prior to the procedure and no irregulatities were found.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirmed the correct operation method by contacting olympus or another expert within their facility. The facility carefully reviews and follows the instruction for use manual (IFU). The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. In addition to the above, additional information regarding what measures the facility is taking to prevent recurrences of the detachment of the distal covers is as follows: risk management has been notified and provided guidance. Olympus provided staff training and reference to the IFU and quick reference guide. The following protocol has been initiated for staff members: 1) inspect the distal cover prior to placement on the endoscope. 2) inspect and confirm that the distal cover is securely attached to the endoscope prior to procedures. 3) confirm that the distal cover is intact during withdrawal of the endoscope and accounted for after procedure. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are kept in their packaging and stored in the product carton prior to the procedure. The distal cover stock is stored in boxes in a storage room specifically for gi & pulmonary devices/disposables. Per the facility, ky jelly was used on both the distal cover and the distal end of the endoscope when the incident occurred (detachment of distal cover). No chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate. No chemicals were administered orally to the patient before device inspection, and there were no chemicals used during endoscope preparation and pre-use inspection. However, it is unknown if chemicals were administered through the cannula during endoscope insertion. Furthermore, it was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope.

Manufacturer narrative:
This report is being submitted for correction to g3 of supplemental report (manufacturer report number: 9610595-2022-04953). The correct aware date is 5-jan-2023.

Manufacturer narrative:
This report is being submitted for correction to h6. Device problem code updated to "detachment of device or device component".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the user applied a greater load of friction to the distal cover (by twisting, pushing, and pulling) during the procedure, than what was applied to the device during inspection prior to use. Since a stress stronger than what was applied during the inspection, was applied during the procedure, the distal cover easily come off the device. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope will not be returned. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company sales representative on behalf of the customer reported, the distal end cover of the evis exera iii duodenovideoscope appears to have split or cracked and fell into the patient at the end of an endoscopic retrograde cholangiopancreatography (ercp) procedure. The patient coughed out the distal cover. It is unknown where in the patient's body the distal cover fell. The procedure was completed. There were no reports of patient harm or injury associated with the event. This report captures complaint on the duodenovideoscope (model: tjf-q190v, model description: evis exera iii duodenovideoscope, serial number: (B)(4). Patient identifier (B)(6) captures complaint on the distal end cover (model: maj-2315, model description: single use distal cover, serial number: (B)(4).